Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a sigmoidectomy procedure that the hand switch did not activate, but the foot switch did. Another device was used to complete the case. There were no adverse consequences to the pt.